Manufacturer narrative:
The event was not confirmed as device was not returned for evaluation and no medical records were not provided for evaluation. Device history review: review could not be performed as the device was not properly identified. Complaint history review: review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cup. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the cup was revised because of loosening. Surgeon broke the ceramic head while removing cup.

Event description:
It was reported that the cup was revised because of loosening. Surgeon broke the ceramic head while removing cup.